Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched. Due to the exposed portion of the cannula being stretched, the length of the soft cannula was measured out of specification. It measured out to be 1.155". During investigation, fluid was able to flow through the entire fluid path. Although the cannula was damaged, the timing and cause of the damage is unknown. No drive stalls or timeouts were observed in the download data. No other damages were observed that would cause the device to fail to deliver insulin.

Event description:
It was reported the patients blood glucose level rose above 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.